Manufacturer narrative:
Serial number: (B)(6). Lot number: b0381 software version: 3.8.5 color: pink battery life remaining: < 5 months first bond date: (B)(6) 2023 initial battery %: 86 last bond date: (B)(6) 2023 last battery %: 85 user mobile device: n/a testing mobile device: iphone 12 ios: 16.6 customer reports: battery is expiring. Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. Cartridge holder locks properly in place. Unit paired successfully to commercial app. Inpen failed dialing alignment. Two tick marks appear in dose window when dose knob zero alignment gage aligns with the zero tick mark. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Battery investigation was performed, and battery measured 3.007 v. No battery anomaly was noted. Inpen app home dashboard did not display any warning/notification. Inpen app home dashboard did display "low inpen battery" as designed. Inpen system will alert with low inpen battery notifications to notify customer of the inpen battery approaching battery expiration. The notifications are sent approximately: - 3 months before battery expiration - 2 months before battery expiration - weekly when less than 4 weeks before battery expiration. Inpen passed front cap investigation. In conclusion: inpen working as designed. No battery anomaly noted. Customer received low battery notification as designed. However, inpen battery did not last less than expected and could not confirm charge/battery last less than expected anomaly. Dialing alignment was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer called for an issue not covered by existing troubleshootingguides. Refer to the event description for more details.